Manufacturer narrative:
Additional information was received that after reviewing the CT (computed tomography) scan results, the physician has told the patient to quit smoking and pursue possible injections with pain management. No note about malfunction or issue with the stimulator to this point.

Event description:
A report was received that the patient's ipg was protruding. It was noted that the patient went to emergency room due to unable to lift her leg.

Event description:
A report was received that the patient's ipg was protruding. It was noted that the patient went to emergency room due to unable to lift her leg.